Event description:
During an endoscopic retrograde cholangiopancreatography [ercp], the physician used a cook cotton cannulatome ii pc double lumen sphincterotome. It was reported that the cutting wire was broken so the physician changed to another one. There was no reportable information at this time. The device was evaluated on 16oct2025 and it was determined that the anchor had separated from the tip [subject of report]. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation evaluation: the product said to be involved was returned in a clear plastic bag. Provided with the return was an open pouch from the lot number provided in the report. The labeling matches the product returned. Our laboratory evaluation of the product said to be involved confirmed the report. A visual examination of the distal end of the returned device showed that a segment containing part of the cutting wire and the cutting wire securing component has detached, but was not provided in the return. The proximal remainder of the cutting wire has retracted into the clear catheter. The remaining proximal portion of the cutting wire and detached segment do not exhibit evidence of a cautery application (blackening of the cutting wire was not noted). The catheter has split near the distal end where the anchor exited the catheter. A product discrepancy or anomaly that could have contributed to this reported occurrence was not observed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: our evaluation of the returned device confirmed the report. The cutting wire broke with detachment of a distal segment of the cutting wire including the cutting wire securing component. A definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. The instructions for use caution the user with the following comment: ¿when applying current, ensure cutting wire is completely out of endoscope. Contact of cutting wire with endoscope may cause grounding, which can result in patient injury, operator injury, a broken cutting wire, and/or damage to endoscope.¿ a broken cutting wire can occur if the tip of the device is over flexed. The instructions for use caution the user: ¿do not over flex or bow the tip beyond 90 degrees, as this may damage or cause the cutting wire to break.¿ if the elevator of the endoscope remains in the closed/up position when retraction of the sphincterotome is attempted and additional pressure is applied, this could contribute to cutting wire breakage. The instructions for use caution the user: "the elevator should remain open/down when advancing or retracting the sphincterotome.¿ this activity will aid in device preservation. Prior to distribution, all cotton cannulatome ii pc double lumen sphincterotomes are subjected to a visual inspection and functional test to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: based on the quality engineering risk assessment no corrective action is warranted at this time. A review of the complaint history was conducted. There have been no other similar occurrences reported during the time period reviewed. Therefore, this report represents an isolated occurrence. Based on this review, the likelihood of this type of report is rare. Quality assurance will continue to monitor for complaint trends.